Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2010 and suture was used on the subcutaneous layer with a running stitch tied at the ends. On (B)(6) 2010, the patient returned with the center of the wound open. The surgeon packed the wound, then used staples to close the wound.

Manufacturer narrative:
(B)(4). (B)(4) (wound dehiscence). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as 2 devices were involved in this event. See also medwatch 2210968-2010-00749. The same patient is represented in each medwatch.